Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported "the polyp motor is giving problems, gives motor failure when it is being used and is not recognized by the console. The computer failed during an intervention giving motor error not recognized by the console, we proceeded to restart the computer several times until it was recognized and the intervention ended. The duration of the surgical prolongation was less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the polyp motor is giving problems, gives motor failure when it is being used and is not recognized by the console. The computer failed during an intervention giving motor error not recognized by the console, we proceeded to restart the computer several times until it was recognized, and the intervention ended." Could be confirmed. The cause of the product failure was a cut in the cable. This was caused by the user. The cut should have been noticed during the inspection required by the IFU prior to use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).